Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 55 mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. It was reported to gore that on (B)(6) 2017 a proximal type I endoleak was identified. On the same day, a reintervention occurred whereby the endoleak was repaired using endoanchors. On (B)(6) 2017, follow up examination showed the abdominal aneurysm measured 63 mm. On (B)(6) 2018, follow up examination showed the aneurysm measured 73 mm. No further information has been provided to gore.